Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 600 mg/dl. It was stated that the customer experienced high blood glucose levels all day partially due to having an operation the day prior, and taking cortisone injections. Troubleshooting was performed and the insulin pump passed the prime test. The husband did not have the tubing clamp to perform the high pressure test. Nothing further was reported.